Event description:
The complainant reported a patient was on impella cp support and during support, a thrombus was observed on echocardiogram. Few moments later, the aspiration alarm appeared even in p2 and the flow from impella was at 0.1 liters per minute. The pump was explanted and replaced. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
Clinical summary: low flow occurred during case. Thrombus observed on echo. Pump then was replaced by a new cp. Data review: data logs showed pump was started & run without issue for about 5 hours & 45 minutes, then flow suddenly dropped to 0.5 l/min that triggered auto suction response & suction alarms. Mc spiked and was then dampened with flow dropped to 0.1 l & remained to the rest of the case. Product was not returned for review. Based on clinical description & data review, the root cause of low flow was most likely due to biomaterial ingestion since the data log shows mc spike followed by dampened mc and low flows & biomaterial observed under echo per clinical team.¿ thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions description of the location and characteristics of the thrombus (e.g., size, shape, consistency) relevant laboratory test results, such as coagulation profiles and platelet counts imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) medications or treatments that the patient was receiving at the time of thrombus formation surgical or procedural details if applicable (e.g, cardiac catheterization) any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events) presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.